Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Per patient the ins was not working and that she needs to get the battery replaced and need to contact the rep. The patient was advised to reach out to managing hcp. There were no further complications reported at this time.